Event description:
It was stated that there was a large number of small air bubbles appeared inside the filter. Additionally, a small amount of fluid leaked from the hole. The event occurred before patient use at patient's home. There was no reported patient harm/adverse event.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.